Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 79 colony forming units (cfus) of stenotrophomonas maltophilia. During the second sampling, the scope tested positive for 8 cfus of stenotrophomonas maltophilia. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent ddn9 franklab and brushes the instrument channel, suction cylinder, instrument channel port, balloon channel and distal end/area around elevator. The customer uses unspecified albyn medical cleaning brushes. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in an unspecified storage horizontally. Olympus is the maintenance company used by the customer. The scope was not sterilized. The device was return to olympus for evaluation. During the device evaluation it was observed that the scope did not pass the air leak inspection due to the pin of the mouthpiece was loose in the electrical connector. Lastly, a scratch was observed on the insertion part of the probe unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.